Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.

Event description:
It was reported a malfunction. An issue related to a probe breakage occurred further to the loss of data from the (B)(4) table computer (not distributed by ethicon). The complainant informed us that the ln parameter was 0 instead of - 7 during sampling. Due to that, the probe went too far into the breast and hit the camera. This caused the breakage of the probe tip. No fragments of the probe remained in the breast. The complainant contacted the technician of the (B)(4) table who identified the issue with the computer loss of data.